Event description:
(B)(6) year old female underwent hysterectomy for presumed uterine fibroid. Supracervical hysterectomy with electric morcellator was performed. Preoperative imaging including ultrasound which demonstrated fibroid uterus. Final pathology demonstrated leiomyosarcoma. Re-operation 6 weeks later demonstrated diffuse "chips" of sarcoma implanted throughout the peritoneum which were not present at the time of initial surgery. This was felt to be consistent with dissemination of sarcoma related to the procedure. The pt died on (B)(6) 2013, from diffuse intra-abdominal metastasis of leiomyosarcoma. The specific devices/product used in the morcellation procedure was not listed in the operative note.